Manufacturer narrative:
One medfusion¿ medfusion® 3500 syringe infusion pump was returned for analysis with a cracked left plunger case and two rubber feet missing. Occlusion testing was able to replicate the check clutch error. Testing was not able to duplicate the motor rate error. The failure mode was loose carriage plate nylon nuts. Unable to determine the root cause of the failure mode given that the pump is over a year and a half old and the tamper seal is intact.

Event description:
It was reported that a medfusion® 3500 syringe pump displayed a clutch, plunger lever, and motor rate error. No injury was reported.